Event description:
During a remote follow up, a loss of capture was observed on the right ventricular (rv) lead and undersensing was observed on the right atrial (ra) lead. Diagnostic imaging was performed and a lack of lead slack was observed on the rv lead and a dislodgement of the ra lead was observed. The ra lead was repositioned. The rv lead was attempted to be repositioned but was unable to be due to a helix issue. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture, a helix mechanism issue, and lead slack. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. The helix mechanism test could not be performed due to the helix stretched / bent as received. Visual and x-ray confirmed the helix was stretched / damaged, and the inner coil over torqued at the connector region. The cause of the reported event of a helix mechanism issue was isolated to the helix being stretched / damaged and the inner coil over torqued at the connector region consistent with procedural damage.